Event description:
It was reported during a declot of a left forearm a/v fistula, the delivery system broke near the handle. The introducer sheath used was a 9f. The guide wire was a stiff wire. The tracking path to the intended site was 15cm. There was no calcification and the anatomy was just the standard loop. There was no difficulty advancing to the target lesion. Once at the intended site, excessive force was necessary to try to deploy the stent. After it broke near the handle, the delivery system was removed and another stent was used successfully. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the info received, the results are inconclusive and the root cause of the event is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.